Event description:
Olympus was informed that eight pts tested positive for mycobacterium avium after having undergone diagnostic bronchoscopy procedures between (B)(6) 2013 to (B)(6) 2013. The pts were examined using five different bronchoscopes, which were said to have been reprocessed in four different automated endoscope reprocessors using acecide-c as the disinfectant solution. There was no further info provided. Olympus followed up with the user facility to obtain additional info regarding the report and was informed that the user facility is still investigating the cause of the event. In addition, the 8 pts had known pulmonary conditions such as mucus plugs, pneumonia and/or inflammation of the lungs. However, the pts were discharged before the test results came back. No further info was available on the course of the treatment or f/u visits.

Manufacturer narrative:
Olympus was informed that there has been no further issues with the bronchoscopes or the aers; hence, they will not be returned to olympus for eval. However, olympus representatives visited the user facility to investigate the reported concern. During the visit, the aer was inspected and evaluated, and found to be working appropriately. Water samples were collected from the aer, which will be sent to an off-site independent lab for testing. On (B)(4) 2013, an olympus endoscopy support specialist (ess) visited the user facility to observe and review their reprocessing practices, which includes pre-cleaning, leak testing, manual cleaning, reprocessing, and endoscope storage. The ess observed that the staff was not brushing the channels of the bronchoscopes; not performing pre-cleaning, and not immediately performing the manual cleaning prior to placing the endoscope into the aer. The ess recommended the following based on his observations: to perform pre-cleaning immediately after each procedure, put a time stamp when the pre-cleaning is completed, and perform all manual cleaning steps. The exact cause of the user's report could not be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory factory to the reported event. This report will be supplemental if additional and relevant info becomes available at a later time.